Event description:
Had proplast/teflon disc implants in 1983; it was recalled 1991 but I was not notified, found out in 2011 (28 years later) I had to have 2 total jaw joint replacements, a hole in my scull repaired, teflon particles removed from my brain sac, lymphnode removed, damaged fat cells from stomach put in my head to fill in space. Damaged by the implants made by vitek.